Event description:
It was reported the patient had no stimulation sensation. The reporter stated they had not felt stimulation for the last couple of days prior to this report. It was noted the patient had not noticed a ¿big difference¿ in their symptoms. It was noted the patient checked their implantable neurostimulator (ins) with their patient programmer and saw ¿call your doctor¿ and power on reset (por) message. The reporter stated there were no known accidents or incidents related to this event. It was noted the patient had no recent medical procedures. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v508248, implanted: (B)(6) 2011, product type lead. (B)(4).